Manufacturer narrative:
The pump was received with a button error alarm and had intermittent esc and act button response due to the corroded keypad traces. The pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 105 mg/dl at the time of the incident. Customer stated that he was washing dishes or might have leaned on something but he does not know. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.